Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. On the same day the sensor was inserted, the patient stated the sensor did not work due to signal loss. They stated there was no information shows on the mobile app. She restarted the app and the phone but the same information appeared. The patient was not able to take any bg readings as she did not had test stripes. The patient started to vomit and was feeling hyperglycemic. The patient drive herself to the hospital and there they took a bg reading which was 430 mg/dl. They treated her with 20 units of insulin and 2 bags of IV fluids. The bg reading decreased to 320 mg/dl but after a few hours it started increasing again to 512 mg/dl. Therefore they treated her with another bag of IV fluid but she did not complete the treatment it as the bg readings went back to normal. The patient was discharged after 7 hours. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.